Event description:
Bd ultra-fine pen needles. Needle has two caps - the clear outer and a green one. The box insert has directions that don't point this out to the pt. We recently came across a pt who was not removing the green cap before using her insulin pen. Luckily, the homecare nurse identified the problem. The pt's very high glucose levels quickly dropped to normal range. Medication administered to or used by the pt: no. Pt counseling provided: unk. (B)(4).